Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a bad allergic reaction and really bad swelling in the lips that went up to the nose and was inside the mouth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they were injected in the lips with one syringe of juvederm ultra xc and shortly after the injection they experienced "a bad allergic reaction" the same day. The patient stated that they experienced "really bad swelling in the lips that went up to the nose and was inside the mouth." The patient was seen at an emergency room the same day of the injection and was given oral benadryl, pepcid, medrol dosepak, and a solu-medrol injection. The healthcare professional stated that it looked like angioedema. The symptoms resolved one day after treatment.